Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented with bradycardia. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and failure to capture. It was suspected that the lead had dislodged. The lead was repositioned and the patient was stable afterwards.